Event description:
When inserting a screw, the head of the screw stayed attached to the screwdriver blade and disconnected from the rest of the screw.

Manufacturer narrative:
Investigation in progress but not yet complete.